Manufacturer narrative:
Citation: bahar temur., et al.. Outcomes of bovine jugular vein versus porcine valved conduits for right ventricle to pulmonary artery connection. Pediatric cardiology 47:1135¿1141 2026. 10.1007/s00246-025-03885-7 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outcomes of bovine jugular vein versus porcine valved conduits for right ventricle to pulmonary artery connection.  The study population included 44 patients who were predominantly male with a mean age of 19 months old. Multiple m anufacturers' devices were implanted in the study population; 20 patients were implanted with a medtronic contegra conduit.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, clinical observations included: re-exploration for bleeding, stenosis, regurgitation, low cardiac output syndrome, stroke, tracheostomy, prolonged mechanical ventilation support, extracorporeal membrane oxygenation (ECMO) support, pacemaker implantation, balloon angioplasty, reintervention and transcatheter valve-in-valve implant. No further information was provided pertaining to medtronic products.